Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the buttons on the device are not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The root cause was not established. The device's small keypad was replaced as a precaution. Device passed performance inspection procedure and was returned to the customer for use.

Event description:
The customer contacted stryker to report that the buttons on the device are not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.